Event description:
Customer reported that the t: slim x2 pump battery would not charge, which resulted in the pump shutting down. The issue caused the customer's blood glucose level to rise to 600 mg/dl. The customer addressed the high blood glucose level with a correction injection but did not need additional third-party assistance. Reportedly, customer reverted to manual injections for insulin therapy.